Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and three months post filter deployment, filter explant was scheduled. Through the jugular vein, a 11 french bard retrieval sheath was placed into the inferior vena cava. Subsequent inferior vena cavogram revealed a patent cava without thrombus. Multiple attempts at retrieval were made utilizing the loop snare and were unsuccessful. Subsequently a 12mm-20mm ensnare device was used to attempt retrieval but were also unsuccessful. Subsequently, over a glide wire advantage, a 6mm x 40mm mustang balloon was utilized to balloon venoplasty in the region of the patient's inferior vena cava filter hook to attempt separation from the caval wall. These attempts were also unsuccessful. Finally utilizing a 4 french hawkins hairpin reverse curve catheter in combination with loop snare and glide wire advantage, the base of the filter was engaged and attempted to be directly sheathed with the 11 french sheath. These attempts were also unsuccessful. The decision was made to abort retrieval at that time. Eventually one year and two months later, patient presented with abdominal pain. Subsequent computed tomography (CT) revealed, caval filter was in place. A few of the caval struts were partially extending extrinsic to the caval margin. Therefore, the investigation is confirmed for the retrieval difficulties and perforation of the ivc. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 10/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.